Manufacturer narrative:
H.6. Method code 3 added h.6. Method code 3: code 4117- the conformable gore® tag® thoracic endoprosthesis remains implanted, so evaluation of the actual endoprosthesis was unable to be completed. Images were provided on (B)(6) 2019, and an imaging evaluation was performed. H.6. Results code 3 added h.6. Results code 3: code 213- the imaging evaluation showed the following: requested evaluation on one time-point available for evaluation. Pre-implantation cta dated (B)(6) 2019 appears to show: the length from the proximal extent of the lesion to the distal border of the lsa appears to be ~2.8cm, by outer curve length. The length from the brachiocephalic artery to the lesion appears to be ~1.47cm, by outer curve length. The angle at the distal arch into the descending thoracic aorta appears to be ~86 degrees. Minimum vessel diameter at the distal arch appears to be ~29mm. There appears to be an aortic angulation within the abdomen of ~76 degrees. There appears to be significant tortuosity in the external iliac arteries (eia), especially the right side. Diameters appear to range from 7.0mm ¿ 7.8mm in the right eia.

Manufacturer narrative:
H.6. Results code 2 updated. H.6. Results code 2: code 213- the device remains implanted. The delivery catheter, the primary deployment handle with the primary deployment line, the secondary deployment handle with the secondary deployment line, and the red lock wire handle for the conformable gore® tag® thoracic endoprosthesis with active control lot#: 20491559, as well as the secondary deployment handle of the first implanted conformable gore® tag® thoracic endoprosthesis with active control (implanted in the patient's descending aorta) were returned to gore for evaluation. The engineering evaluation stated the following: the secondary deployment line (sdl) that remained connected to the secondary deployment knob measured approximately 103cm, which is shorter than the expected secondary deployment line length from a fully deployed 20cm secondary sleeve. The end of the fiber where the failure occurred appears to have a tensile failure mode and is not indicative of a clean cut. The length of the returned sdl is indicative of the line having broken before deployment was complete, supporting the physician¿s observation that the device deployed 2cm and the rest remained at 50% of its diameter following secondary deployment. The report of resistance felt during deployment supports the tensile nature of the break. The root cause for secondary deployment not occurring is likely due to the secondary deployment line breaking at the trailing end of the device. The deployment line appears to have broken due to tensile stress. All returned components were evaluated for other damage. No other damage was identified. The root cause for the secondary deployment line break could not be determined with the currently available information. H.6. Conclusions code 1 updated. H.6. Conclusions code 2 added. H.6. Conclusions code 2: code 22- according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® conformable thoracic stent graft may include, but are not limited to, deployment difficulties/failures.

Manufacturer narrative:
Adverse event and/or product problem corrected.

Manufacturer narrative:
The device remains implanted. The delivery catheter, the primary deployment handle with the primary deployment line, the secondary deployment handle with the secondary deployment line, and the red lock wire handle for the conformable gore® tag® thoracic endoprosthesis with active control lot # 20491559, as well as the secondary deployment handle of the first implanted conformable gore® tag® thoracic endoprosthesis with active control (implanted in the patient's descending aorta) were returned to gore for evaluation. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2019 the patient underwent endovascular repair of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses with active control. The thoracic aortic aneurysm extended from the patient's aortic arch to the descending aorta. It was reported that, due to a short landing zone, a retrograde in-situ branched stent-graft (ribs) technique was utilized. The first conformable gore® tag® thoracic endoprosthesis with active control was deployed in the patient's descending aorta, just below the left subclavian artery. There were no reported issues. With a plan to implant the second conformable gore® tag® thoracic endoprosthesis with active control proximally, the delivery catheter was advanced to the patient's ascending aorta. The device was deployed to the intermediate diameter with no reported issues. The angulation control dial was rotated 30 clicks. Complete deployment was attempted. Resistance was reported during removal of the secondary deployment handle. During removal of the secondary deployment handle the secondary deployment line was broken, separating at approximately 55 cm from the leading end of the delivery catheter. Reportedly the device remained expanded to the intermediate diameter, with the exception of approximately 2 cm from the distal edge of the device which remained only partially expanded. No anatomical problem was noted. The red lock wire handle and angulation assembly handle were removed with no reported issues. Ballooning was performed to fully expand the second device. The device fully expanded, and the procedure continued. Final angiography showed no issues. The patient tolerated the procedure.